Manufacturer narrative:
720185-01, 1000228648, reservoir flat iz 100 ml.

Event description:
It was reported that patient liaison spoke to the patient regarding his inflatable penile prosthesis (ipp) pump. He had surgery approx. 2.5 months ago and has had difficulty with his pump since day one. He has bad fingers and strength and is (B)(6) years old. He says the doctor is not willing to work with him and basically sent him on his way. He believes the doctor just wants to put a malleable in him. He has worked with his prosthesis over the past two months and has periodically gotten it to work, but still feels that more can be done. He states that the bulb is frozen. Patient liaison went over trouble shooting techniques with him on the phone, but he said perhaps he would like to meet with the rep. For further trouble shooting as he is not willing at this point to have additional surgery. He wonders if there is something wrong with his pump. Sales representative will be contacted for follow up. Additional information was received. Patient is scheduled to be seen by physician. Device is still implanted. Patient continues to experience issues.